Event description:
(B) (4). It was reported that following a carotid artery stenting treatment procedure, the patient experienced restenosis. The 90% stenosed target lesion was located in the ostium of the internal carotid artery was 15mm long with a reference vessel diameter of 4.5mm. The target lesion was treated with placement of a filterwire ez and a carotid wallstent. Post dilation was performed. Residual stenosis was 0%. At 1 day post-index procedure, the patient was found to have a left-sided facial droop, slurred speech and left upper extremity weakness. A computed tomographic angiography (cta) of the head and neck revealed a stent with an enhancing but pinpoint lumen suggesting possible stenosis within the stent. "This may be related to the thickness of the stent or may be related to stenosis. " a complete thrombosis of the right internal carotid artery was noted. Neurology was consulted and it was recommended the patient be put on plavix only given her condition. Physical, occupational and speech therapy were also recommended. The event was resolved with residual effects and the patient was discharged 5 days later. The patient was scheduled for a two weeks follow-up.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).